Manufacturer narrative:
The account replaced the left siderail patient board to repair the bed.

Event description:
The account stated that the head and foot functions do not work and lockouts are not on. The account swapped the foot with the hi/low and the hi/low ran up on its own. After replacing the caregiver siderail board and the cable kit the issue remains.